Event description:
The customer reported to olympus, that the bronchovideoscope had image loss during aspiration/suction. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The costumer reported that event occurred during the middle of an unknown diagnostic procedure in which the patient was under general anesthesia, the procedure was compelted without delay using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: b5, d8, d9, h3, h4 and h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint of "image loss during aspiration / suction" was not confirmed. In addition, the following issues were found during the device evaluation: connecting tube was severely crushed under the protector thereby affecting the biopsy channel by pinching and the plastic distal end cover cap had dents. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "image loss¿ malfunction would likely be related to internal components that were pressed and the charged coupled device-cable was broken by some external stress on the insertion section; consequently, the connection was poor. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.